Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer accidentally bumped the insulin pump into the conveyer belt and was damaged the pump's reservoir connector and it had been detached from the reservoir. The customer also stated that unable to remove the reservoir from the pump. The customer reported no adverse event. The event involved products mmt-1884l, mmt-342. Troubleshooting was performed and found that the pump passed self-test. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884l was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir. No product return is required for mmt-342.

Manufacturer narrative:
Test p-cap locks properly into the reservoir compartment. Pump was received with customer's reservoir stuck into reservoir tube. The following were noted during visual inspection: scratched case, reservoir tube cracked, stained keypad overlay, and pillowing keypad overlay. Cosmetic damage was confirmed at the reservoir compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.